Event description:
It was reported that the health care professional (hcp) called in for review of a ventricular episode. Technical services reviewed the data and found this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel which was being oversensed resulting in the patient having three seconds of asystole. It was noted that it was possibly due to diaphragmatic oversensing. Technical services recommended performing a chest x-ray. The patient was evaluated in the clinic and troubleshooting was performed and the noise could be reproduced. The plan is for a revision procedure. The patient is dependent on therapy. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of a ventricular episode. Technical services reviewed the data and found this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel which was being oversensed resulting in the patient having three seconds of asystole. It was noted that it was possibly due to diaphragmatic oversensing. Technical services recommended performing a chest x-ray. The patient was evaluated in the clinic and troubleshooting was performed and the noise could be reproduced. The plan is for a revision procedure. The patient is dependent on therapy. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the device was explanted, and the right ventricular (rv) lead was surgically abandoned. A new device and rv lead was successfully implanted. No additional adverse patient effects were reported.